Event description:
It was reported that the cadd legacy pump (model 6400) sounded a beeping alarm. This reported issue persisted after the patient changed out the batteries. This issue did not occur while in use with the patient. The product problem did not cause or contribute to any patient injury. The patient was using the cadd legacy pump according to the following regimen: dose or amount: 43 ng/kg/min, frequency: continuous, route: IV. The alleged defective device was replaced by the pharmacy.